Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received five inappropriate shock for supraventricular tachycardia (svt). Technical services (ts) analyzed device episode data and discussed troubleshooting. Device was reprogrammed to rhythm ID off and used onset/stability. No additional adverse patient effects were reported outside of electric shocks. Currently, the device remains in service.